Event description:
It was reported that the patient had not experienced theraputic effect following a pump replacement 2007. The patient continued to experience spasms and when the dose was increased, the patient could not tolerate it. The drug in the pump was baclofen 200 mcg/ml; 87 mcg/day. The patient had been "stable" on that dose with the previous pump. The hcp was reluctant to administer a challenge bolus due to the patient's extreme sensitivity. A rotor study was performed four times; each result was "different". The determination was that the rotor was "sluggish" but did rotate. A dye study was also performed - results were not reported. The final result showed 60 degree movement. The pump and catheter were replaced in 2008. Final patient outcome was not reported.